Event description:
It was reported that the handles on the 9800 system do not tighten fully on the flip flop operation. No pt involvement with this case.

Manufacturer narrative:
Evaluation code for results was "handle".